Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported inaccurate sensor readings triggered a threshold suspend. The customer's glucose was 18.9 mmol/l and sensor glucose 2.8 mmol/l at the time of the event, the difference is outside the acceptable range. No harm requiring medical intervention was reported. The senor will not be returned for analysis.